Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture observed behind display lens. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture was found throughout the inside the pump. Unrelated to the complaint, investigation revealed that there were multiple colored lines throughout the display. The keypad cover was intact; no damage was observed. Also unrelated to the complaint, investigation revealed that the up arrow, down arrow and ok keypad buttons were unresponsive during testing. The keypad cover was removed and no contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.